Event description:
It was reported that during a laparoscopic colectomy, the trocar was punctured in optical trocar insertion technique, the camera was removed, and the outer cylinder was removed, and the camera was reinserted. Then 2mm sized broken piece like a part of the trocar was found inside the abdomen when the camera was reinserted. The device was used as is to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2023. D4: batch # a9ce10. Additional information was requested and the following was obtained: "there was no change in the procedure (e.g. Additional port hole, additional wound) when removing the broken piece from the abdomen. Another trocar port was used to remove the broken piece by forceps. The patient is stable." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that 2b12lt device was received along with the clear lens damaged and the sleeve tip was noted damaged melted. In addition, the opened packaging was returned along with the instrument and a piece of plastic was returned inside a petri dish. The device was disassembled in order to evaluate the condition of the sleeve. Upon disassembling, no anomalies were found. The event reported was confirmed and it is related to improper use of the device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The damaged on the clear lens, it is possible that the damaged was due to an improper handling of the device. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number and no related nonconformances were identified.